Manufacturer narrative:
The two blades and the packaging subject to this MDR were returned for eval. The mfg history records were reviewed, no issues were identified which may have contributed to this event. It was visually confirmed that the packaging material for both blades were brittle. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". An alternative packaging material has been implemented to address this issue. Second blade part # 4125127100, lot # 08158017.

Event description:
It was reported that while opening two blades, it was noted that the packaging of the blades were split. It was also reported that there was no pt involvement and the sterile area was not compromised. It was further reported another blade was readily available and there were no delays as a result of this event.